Event description:
On (B)(6) 2017 (B)(4)(con): information was received from a consumer regarding a patient receiving and unknown drug with an unknown dose or concentration via an implantable pump for no known indication for use. It was reported the patient had three different manufacturer drug pumps in them that had to be changed because the battery was worn out. No further complications were reported/anticipated.